Event description:
It was reported that the zipfix gun does not tighten the zip tie down tight enough before it cuts. Event was intraoperative. There was no surgical delay reported. Associated part number and lot number were provided. Another zipfix gun was used to complete the surgery. No patient harm reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not reported. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the second generation instrument returned is showing no marks or scratches on its moving components which indicate a limited use of the device before it was returned to the manufacturer. No screws or nuts are loose or other damages are identified. The performed handling test by product development with the returned instrument and 3 implants showed no functional deficiencies on the instrument. There is no functional or design related issues identified on the returned instrument. Therefore, the non-manufacturing complaint investigation is closed as determined as invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.